Event description:
It was reported that one day post implant, the patient presented remotely via a merlin.net transmission. The pulse generator exhibited a diagnostics anomaly. Re-interrogation in clinic restored normal device function. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).